Manufacturer narrative:
The device, used in treatment, was not returned for evaluation and the reported event could not be confirmed. The clinical/medical evaluation concluded that per complaint details, a tha revision was performed approximately 11 years post implantation due to pain and infection. Reportedly, the liner and head were revised after a debridement and washout. It was communicated that the requested medical documentation would not be provided for inclusion in the medical investigation. S+n has not received adequate documentation to fully evaluate the clinical root cause of the reported infection. The patient impact beyond the reported events could not be determined. No further medical assessment is warranted at this time. Should clinically relevant documentation/information become available, the clinical/medical task may be re-evaluated. A complaint history review found related failures; this failure mode will be monitored for future complaints and assessed for any necessary corrective actions. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. A review of the risk management file and instructions for use documents revealed this failure mode and potential harm was previously identified. Infection, a potential complication associated with any surgery, can occur and possible causes could include but not limited to contamination, patient reaction, and post-operative healing issue. Based on this investigation, the need for corrective action is not indicated. Without the return of the actual product involved or product information, our investigation could not proceed. Should the device or additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.

Event description:
It was reported that, after a thr surgery had been performed on (B)(6) 2010, the patient experienced pain and an infection. A revision surgery was performed on (B)(6) 2021 to treat this adverse event. The r3 36mm ID intl dlt cer lnr 52mm ((B)(4)) and a ceramic head 36mm ((B)(4)) were explanted, and a debridement and washout performed. The patient outcome is unknown.